Event description:
During the surgery, the t-handle would not disengage from the paddle trocar. There was no adverse consequence reported.

Manufacturer narrative:
Associated device: paddle trocar, recon mode, catalog # 1806-3047; lot # unk. A supplemental report will be submitted upon completion of the investigation.